Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had burn marks on their back under the lifevest equipment. There was no alleged device malfunction contributing to the burn. The patient went to the hospital for further evaluation. Ts to follow for outcome.